Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of low erroneous results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The erroneous results were not reported outside of the laboratory. The initial hcg + b result was <0.1 miu/ml. The repeat result was 2800 miu/ml. No adverse event occurred. The hcg + b reagent lot number was not provided. A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided. A possible cause for the issue could be related to preanalytic factors such as fibrin in the sample; however, this could not be confirmed as requested information was not provided for investigation. The customer stated the issue has not recurred.